Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 implantable pacing lead (B)(6) 2010; 4076 implantable pacing lead (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular lead had high outputs and was not capturing at maximum output. The device was also reported to have early elective replacment indicator. The device was explanted and replaced. The lead was programmed off. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular lead had high outputs and was not capturing at maximum output. The device was also reported to have early elective replacment indicator. The device was explanted and replaced. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.